Manufacturer narrative:
Additional information from the biomed stated that the thermogard console was further tested with no issue observed. The reported mid09 error message was able to be cleared. The console was placed back into active service. The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy (rewarming phase), the thermogard console ((B)(4)) displayed a mid:09 (air trap assembly) error message. Inspection found evidence of leak on the bottom of the thermogard console and an empty saline bag, thus suspecting a likely start-up kit (suk) leak. Following this, ivtm therapy was placed on standby to clear the mid09 error message. The start-up kit (suk) and the saline bag were replaced to continue treatment. No known impact or patient consequence was reported.